Event description:
It was previously reported with the patient¿s last stroke in (B)(6) 2011, ¿he bled into his brain.¿ it was also noted the patient had tremors when he woke up, but it went away. It was reported the patient was in the hospital three weeks prior to this report and a computed axial tomography (cat) scan was done, but ¿they couldn¿t tell anything with the cat scan.¿ recently, it was noted the patient was having slurred speech as well and the reporter thought the patient possibly had a ¿mini-stroke.¿

Event description:
It was reported that a patient had a slight tremor in both hands that hadn't been seen "for years." The reporter stated that the tremor started with the left hand the week prior to the report and the next day, the right hand had tremor as well. The reporter wanted to check the implant. It was reported that the patient had dementia and had strokes in 2010 and (B)(6) 2011. The reporter stated that the patient was "constantly" falling due to loss of strength in legs and arms. It was noted that the patient was leaning to the left, and the reporter suspected that he might have another stroke. It was reported that the patient had blurred and double vision. Additional information has been requested but was not available as of the date of this report. See MFR report # 3004209178-2012-11783 it was unclear which device may have contributed to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 3389-40 lot# j0220169v, implanted: 2002 (B)(6), product type lead product ID, 3387-40 lot# j0519702v, implanted: 2005 (B)(6), product type lead. (B)(4).